Event description:
A report was received that during a suction procedure the nurse attached the feeding tube to the rinse port of the catheter. Most of the formula went into the ventilator expiratory tubing and 5-6cc went into the closed suction system. The ventilator did not alarm. No pt injury was reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info received from outside sources pursuant to federal regulations.